Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). The device history report (DHR) review is not applicable or relevant because the results of the complaint investigation do not indicate a problem with the manufacture or repair of the device. A product sample was received for evaluation. Visual and functional testing were performed. Both seals were intact. Top case was in an excellent condition. Bottom case was cracked by the battery compartment. Entire plunger assembly had fluid ingrated and contaminated. Sensor test, bridge test, primary audible alarm background test messages appeared multiple times in the event history log. The technician performed power up process. Checked and test force sensors. Force sensor test error was found on power up process and could not get a force sensor reading on the force sensor test. The root cause of the reported issue was found to be fluid ingression / contamination on entire plunger assembly. The technician replaced the plunger printer circuit board (pcb) and force sensor.

Event description:
It was reported that the force sensor test error occurred. No patient injury was reported.